Event description:
Adverse event(s): "none reported (no information). Product problem(s): "lens not folding correctly" (difficult to fold or unfold [iol(intraocular lens) implant]. A user facility reported that an intraocular lens (iol) was not folding correctly. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/22/2010 and 07/15/2010 by mail. A completed questionnaire has not been received. (B)(4).